Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a connection issue, which occurred on the homechoice (hc) during use; the patient was not connected. The heater bag had disconnected from the setup. The home patient (hp) wanted to know if that would effect anything. The technical service representative (tsr) advised the hp to start over with all new supplies. The hp understood and would start over. There were no samples available and the lot numbers were not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that the red heater bag had disconnected from the setup and that he did not notice anything unusual about the supplies that may have caused the separation. After starting over with new supplies, therapy went well. There were no samples available and he did not recall the lot number. Therapy since has been going well and there were no adverse effects reported in relation to this event.